Manufacturer narrative:
The device passed testing. During testing, the device delivered a dose when the pt pendant was pressed. The customer's returned pt pendant was used during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The pump was returned from the acute care unit to the materials mgmt dept with an unsigned note that stated, "pump not working." The customer contact reported that a staff member indicated that the pt pendant did not deliver a dose when the pt pendant was pressed. No specific pt info, pump programming, or event details were available. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.